Manufacturer narrative:
Examination was not possible, as the product was not returned. Provided information states the product is not suspected of failing to meet specifications or contributing to the loosening. A search of the complaint database found no prior reports for this part and lot number combination. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be re-opened. Depuy considers the investigation closed.

Event description:
Patient was revised to address loosening of the humeral component.